Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported he did not feel the device worked previously, but now felt that it did work. The patient also stated that he had the healthcare professional (hcp) turn the device off because he needed to sleep. It was noted the patient lost their device. It was noted there was no symptoms and the issue were resolved at the time of the report. There were no further complications that have been reported as a result of this event.